Manufacturer narrative:
A review of device data was conducted. Device data confirmed sustained hyperglycemia on the reported event date, with blood glucose values exceeding 400 mg/dl. The hyperglycemia began following a supply change, indicating a potential failure within the insulin delivery fluid pathway resulting in insufficient insulin delivery. Review of device logs and available system data showed that the ilet functioned as intended. The device generated alerts appropriately in response to elevated glucose levels and adjusted insulin delivery based on cgm glucose input. Insulin delivery requests continued at regular intervals unless restricted by system conditions such as glucose thresholds or cartridge status. Some alerts were not consistently acknowledged by the user. There was no evidence of a software malfunction, algorithm error, or failure of insulin delivery commands. The observed clinical outcome is consistent with inadequate insulin delivery potentially related to the infusion set or associated fluid pathway components. The actual product involved in the event was not returned and therefore could not be evaluated.

Event description:
On 22-jan-2026 the reporter reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 400 mg/dl following a supply change. The user was transported to the hospital by the user where the user was diagnosed with diabetic ketoacidosis and treated with intravenous insulin and saline and discharged (B)(6) 2026. No long-term health effects were reported.